Manufacturer narrative:
The subject device was returned and evaluated by olympus. The phenomenon was confirmed during inspection. The device was repaired and sent back to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was no image because of the holes in the cable. It is likely that the camera cable had a hole from storing or reprocessing the product with tweezers, forceps, and/or scalpels, as example. As a result, moisture penetrated from that part, the electronic circuits were destroyed, and communication became impossible with the processor and the camera head, and the image was no longer displayed. The contents of the instruction manual were checked, and the following verbiage identified, which may have prevented the phenomenon: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to notify of no image and a hole in the cable / cable damage of the ch-s400-xz-eb 4k camera head device. The phenomenon was found during reprocessing, with no patient impact / involvement reported.